Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The instrument was generating an error condition of "vote outs" for differential results when the leak was noticed. The volume of the leak was not specified and was not contained within the instrument. The operator was wearing personal protective equipment of gloves, protective eyewear, and lab coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Service was not dispatched because the customer was able to troubleshoot the leak with help from customer technical support (cts). The customer found that the tubing through pinch valve pv27 had a hole in it. Pinch valve pv27 controls the erythrolyse ii delivery to the reagent pumps pm6 and pm7. The customer replaced the tubing through pinch valve pv27 and the instrument ran without any leaks and giving proper results for differential parameters. Failure mode was identified: the cause of the leak was a hole in the tubing through pinch valve pv27. No erroneous results were generated for this event. Upon recur; the leak in the tubing through pinch valve pv27 is likely to cause erroneous differential results due to improper sample or erythrolyse delivery to the diff mixing chamber. Evaluation of product labeling: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The beckman coulter (bec) internal identifier for this report is (B)(4).